Event description:
No additional information.

Manufacturer narrative:
Investigation results: there was a lack of photographic evidence or physical samples provided for the investigation regarding the reported issue. A comprehensive review of the history related to syringe 50ml ll lot 2503042 was conducted, which showed no deviations or non-conformities associated with the alleged defect. Six retained samples underwent further analysis, the taper is found to be of the correct size and visual inspections confirmed that no damage or any defect that could cause the leakage experienced by the customer. Leakage test for the cone is performed and no leakage occurred. The conical fitting of the retained samples was properly connected to the corresponding steel male luer conical fitting. The product undergoes inspections at various stages throughout the manufacturing process to ensure its quality and functionality. Based on the current information, we are unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor any complaints associated with this device and the reported condition for potential emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: our chemotherapy reconstitution unit preparers have reported a problem observed when filling portable diffusers with 3p 50ml syringes ref 300865. When disconnecting the empty syringe from the diffuser after filling, the syringe plunger continues to advance and drops of cytotoxic products drip from the syringe. These drops fall onto the handler's gloves, posing an increased cytotoxic risk even if the handler changes gloves immediately. This phenomenon is far from rare (it occurs every day with the diffusers) and only happens with 3-piece 50ml syringes. Variations in the force and speed of filling the diffusers do not seem to significantly alter the problem. This has been observed with several different batches, the most recent being batch no. 2503042. The diffusers used are reference 2c4702k from baxter laboratories (2 ml/h, 100ml).